Event description:
It was reported that this pacemaker device is behavior in a manner consistent with premature battery depletion (pbd). At a follow up appointment on (B)(6) 2019, the remains battery longevity was four years, 1 month. At the recent appointment on (B)(6) 2020, the remaining battery longevity was at one year, five months. A technical service (t/s) consultant reviewed disk analysis and confirmed the device is depleting prematurely, and recommend a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is behavior in a manner consistent with premature battery depletion (pbd) . At a follow up appointment in (B)(6) 2019, the remains battery longevity was four years, 1 month. At the recent appointment in (B)(6) 2020, the remaining battery longevity was at one year, five months. A technical service (t/s) consultant reviewed disk analysis and confirmed the device is depleting prematurely, and recommend a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.